Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited double counting of the r-waves. During the episode, the patient received inappropriate anti-tachycardia pacing. The device was reprogrammed which successfully resolved the anomaly. The patient was doing fine.